Event description:
The customer contacted baxter's technical service center to report of the homechoice (hc) machine was on 7 cycles and it should be 3 cycles. The home patient (hp) checked therapy and the total volume equaled 7000ml. The total time equaled 8:00 and the fill volume equaled 1800ml. The last fill volume equaled 1000ml and dextrose was the same. The hp pressed stop and it came up to 7 cycles with 3 hour dwell. The baxter technical service representative (tsr) initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both rite (home choice return instrument test/evaluation) electrical test and rite functional test. The problem was not confirmed and the assignable cause of the reported issue is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.